Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused the filter to be completely embedded into the inferior vena cava (ivc) wall and could not safely be retrieved. The patient reported becoming aware of the events approximately five years and three months post implant. The patient underwent an unsuccessful percutaneous removal procedure attempt approximately six months post implant. The patient also reported anxiety related to the filter. According to the medical records the patient has a history of diabetes, hypertension, hyperlipidemia, bilateral pulmonary emboli (pe), bilateral deep vein thrombosis, chronic diarrhea, gastroesophageal reflux disease, peripheral neuropathy secondary to diabetes, hypothyroidism, arthritis, chronic back pain, status two surgeries, peptic ulcer disease, abdominal hysterectomy, back surgery, cerebrovascular accident, diverticulitis, vaginal wall and rectal prolapse, skin cancer, ulcer, cortisone injections in hip and an unknown procedure- back surgery between 4-5th vertebrae. Per the implant records, prior to the index procedure, the patient presented to the hospital with vague abdominal and chest discomfort and shortness of breath following a syncopal episode. A computerized tomography (CT) angiogram of the chest noted bilateral pe, occlusive to the left upper lobe, partially occlusive to the left lower lobe and throughout the right lung. Also noted a hiatal hernia, coronary artery calcification, a 9mm precarinal lymph node and right pleural effusion. Doppler ultrasound suggested an acute thrombosis involving the right common femoral, superficial femora, popliteal, gastrocnemius, soleal and peroneal veins and the left common femoral and greater saphenous veins. The indication for the filter implant was pe and deep vein thrombosis (dvt). The filter was placed via the right internal jugular vein and deployed in position just below the level of the renal vein. Completion cavogram showed the filter in optimal position. There were no complications. Approximately six months after the filter was implanted, the patient presented to with concerns of ivc thrombosis and wanted the ivc filter removed. Under general endotracheal anesthesia, after prepping and draping in the standard sterile fashion, the right common femoral vein was accessed. The snare was passed through the sheath and the hook was snared. The ivc filter was completely embedded into the ivc wall and could not be safely retrieved. The patient was advised to resume anticoagulation after being informed that the ivc filter could not be removed. Approximately five years and eleven months post implant, the patient underwent an abdominal CT scan to evaluate the filter. The scan results noted that the filter appeared intact with no definite penetration outside the wall of the ivc and a moderate amount of artifact due to lower lumbar pedicle screws and rods. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter was completely embedded into the inferior vena cava (ivc) wall and could not safely be retrieved. The patient's medical history included diabetes, hypertension, hyperlipidemia, bilateral pulmonary emboli (pe), bilateral deep vein thrombosis, chronic diarrhea, gastroesophageal reflux disease, peripheral neuropathy secondary to diabetes, hypothyroidism, arthritis, chronic back pain, status two surgeries, peptic ulcer disease, abdominal hysterectomy, back surgery, cerebrovascular accident (cva), diverticulitis, vaginal wall and rectal prolapse, skin cancer, ulcer, cortisone injections in hip and an unknown procedure- back surgery between 4-5th vertebrae. Per the implant records, prior to the index procedure, the patient presented to the hospital with vague abdominal and chest discomfort and shortness of breath following a syncopal episode. A computerized tomography (CT) angiogram of the chest noted bilateral pulmonary embolism (pe), occlusive to the left upper lobe, partially occlusive to the left lower lobe and throughout the right lung. Also noted a hiatal hernia, coronary artery calcification, a 9mm precarinal lymph node and right pleural effusion. Doppler ultrasound suggested an acute thrombosis involving the right common femoral, superficial femora, popliteal, gastrocnemius, soleal and peroneal veins and the left common femoral and greater saphenous veins. The indication for the filter implant was pe and deep vein thrombosis (dvt). After prepping and draping in the standard sterile fashion, under local analgesia, the right internal jugular vein was accessed and a sheath was positioned below the level of the renal veins, and a venogram was performed which identified the right and the left renal veins. The optease filter was deployed in position just below the level of the renal vein. Completion cavogram showed the filter in optimal position. There were no complications. Approximately eight days after the filter was implanted, the patient presented to the emergency room with chest pain. A CT angio of the chest showed improving pe and the ultrasound showed resolution of previous dvt¿s. The patient was evaluated, determined as atypical chest pain, non-cardiac and discharged the following day. Approximately six months after the filter was implanted, the patient presented to with concerns of ivc thrombosis and wanted the ivc filter removed. Under general endotracheal anesthesia, after prepping and draping in the standard sterile fashion, the right common femoral vein was accessed. The right common iliac venogram as well as an ivc cavogram was completed. There was no evidence of thrombosis noticed. The snare was passed through the sheath and the hook was snared. The ivc filter was completely embedded into the ivc wall and could not be safely retrieved. The patient was advised to resume anticoagulation after being informed that the ivc filter was completely embedded with wall and a safe retrieval could not be performed. About ten months after the filter was implanted, the patient was admitted to the hospital with back pain and was given pain medication. The patient was discharged earlier in the day after receiving morphine and percocet for back pain; but by the time the patient got home, suffered an altered mental status, and fell in the house. The paramedics were called, and the patient was given narcan. The patient was taken back to the hospital and discharged the following day. Eight months later, the patient was evaluated for high blood pressure and discharged the following day. Approximately five years and eleven months after implantation, the patient underwent an abdominal CT scan indicated for ivc filter evaluation. The scan results noted that the filter appeared intact with no definite penetration outside the wall of the ivc and a moderate amount of artifact due to power lumbar pedicle screws and rods. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately five years and three months after the filter implantation. The patient reports filter is embedded in wall of the ivc and it is unable to be retrieved in addition to an unsuccessful percutaneous removal procedure attempt approximately six months after the filter was implanted. The patient further experienced fear and anxiety related to the filter.

Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter was completely embedded into the ivc wall and could not safely be retrieved. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter was completely embedded into the inferior vena cava (ivc) wall and could not safely be retrieved.